Manufacturer narrative:
Pump received with no vibration during self-test due to broke black wire on vibrator motor. All operating currents are within the specification, no unexpected low battery or off no power alarm noted. Pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.(B)(4)

Event description:
The customer reported via phone call that the vibrate function was not working on the insulin pump. The customer's blood glucose was unknown. The customer stated the vibrate mode was on, but the vibrator was not functional. The customer also stated the insulin pump did not vibrate during a self-test. It was also found the customer had a crack by the battery compartment on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.